Event description:
It was reported that a merlin.net transmission showed multiple episodes of noise on the rv lead. Lead insulation issue was suspected. The physician capped and replaced the lead. The patient was stable after the event.

Manufacturer narrative:
A partial lead with the connector pin measuring 19.0cm was returned for analysis. External insulation abrasion was noted at 11.9-12.1cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. External insulation abrasion was noted at 12.9-13.4cm from the connector pin, consistent with lead friction to the ICD can. The sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of noise.